Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 49 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. An extraction aid was found on the distal fragment. The conductor coil was found fractured in the distal end region, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the lead's motion should be taken into consideration. The ring electrode and lead tip were found covered in fibrotic growth. Coagulated blood and tissue residuals were found inside the lead tip. The provided x-ray was analyzed and confirmed the fracture in the implanted state. Additionally, the fixation helix was found bent and several cuts into the insulation were found. These damages probably occurred during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that lead breakage was suspected. The lead was explanted.